Event description:
Nellcor puritan bennett received a report from a clinical engineer that the unit did not provide an audio tone. The speaker in the unit had been upgraded per remedial action z-0664-05. There was no pt harm reported.